Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) during drain 4. The home patient stated his transfer set broke. No patient injury or medical intervention was reported at the time of the initial call. Proper procedures per the user manual were reviewed with the hp. Product surveillance spoke to the hp regarding the report of a 2240 alarm and a broken transfer set. The hp stated his transfer set separated from the catheter adapter and the machine alarmed system error 2240. The transfer set was replaced by the nurse. No patient injury was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The root cause of the reported condition cannot be determined at this time. Sample availability is unknown. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The root cause of the system error 2240 alarm was undetermined. A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).